Manufacturer narrative:
Occupation - the occupation is lay user/patient.

Event description:
The patient stated that she received an erroneous result when testing with coaguchek xs meter serial number (B)(4). The patient tested a sample using the meter, resulting with a value of 1.5 inr. 2 hours later, a sample collected from the patient was tested in the laboratory using an unknown method, resulting with a value of 2.1 inr. No adverse events were alleged to have occurred with the patient. The patient did not receive treatment and did not receive a change in medication based on the meter result. The patient's current condition is good. The patient's therapeutic range is 2.0 - 3.0 inr as determined by her hematologist. The patient's therapeutic range is 2.5 - 3.5 inr as determined by her cardiologist. The patient's testing frequency is once every two weeks. The patient stopped coumadin medication and was taking arixtra shots due to a having a scheduled biopsy. The biopsy was never performed and the patient recently started taking coumadin again. The patient was still receiving arixtra shots during the time of the event. The patient was not anemic, but suffers from antiphospholipid antibodies. The patient does not take heparin or direct thrombin inhibitors. The patient has not had any changes in diet since last tested. The patient does not have any new illnesses. The patient has not cleaned the meter heating plate recently. The patient's product was requested for investigation and replacement product was sent to the patient. Relevant retention test strips (lot 353497) were tested in comparison with the master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. Retention samples were acceptable. No error messages occurred.

Manufacturer narrative:
The patient's meter and strips were returned for investigation. The returned meter and strips were tested in comparison to master lot strips using quality control material. Testing results: qc 1: 2.4 inr, qc 2: 2.4 inr, qc 3: 2.4 inr. The obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.9 - 2.9 inr). All measurements were without error messages. The maximum difference between measurements was 0%.